Manufacturer narrative:
Date of event: date of event was approximated to on (B)(6) 2012, implant date, as no event date was reported. Initial reporter name and address: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). Imdrf patient code e2401 captures the reportable event of unknown injury.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a total laparoscopic hysterectomy + uterosacral suspension + cystoscopy + tvt (advantage fit) procedure performed on (B)(6) 2012 for the treatment of menorrhagia, dysmenorrhea, stress urinary incontinence and pelvic organ prolapse. As reported by the patient's attorney, the patient experienced an unknown injury.